Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding an unknown patient receiving an unknown drug at an unknown dose and concentration via an implanted pump. The indication for use is unknown. On (B)(6) 2015 the representative was notified that a patient with a pain pump had developed arachnoiditis. There was a planned partial system explant on (B)(6) 2015 where the catheter was to be explanted but the pump was going to be left in place, however the representative reported that they were not involved with the procedure and were unsure if they went through with the catheter removal. Further follow up was done to determine patient information, drug information, and device information, if any diagnostics were preformed, and the cause of the arachnoiditis.